Event description:
On 03/10: customer reports via fax, (B) (6) female having CT chest, pulmonary emboli protocol, abdomen and pelvis with contrast. Injector was loaded with optiray 350. Route of administration was a left ac IV site with a 20ga access device. Patency of IV checked. Optiray 350 injected into arm. Tech proceeded with scan. After completion, the pt complained of pain at the injection site. X-ray of arm was taken; about 20cc of contrast had been injected into arm. Warm compresses were used to treat extravasation. Facility indicates unk pt outcome because they do not track the pt outside the dept. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report a medwatch 3500a supplemental report will be submitted.